Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported charging too/more often and the time between charging was decreasing. The hcp wanted a manufacturer representative (rep) to check the system. It was also noted that the strength of stimulation would decrease as the day would go on.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient went to the emergency room because they were told it was a simple procedure to have the implantable neurostimulator (ins) replaced. The hcp stated the patient wanted to have it replaced because it used to hold a charge for six to seven weeks; now it only held a charge for 72 hours resulting in the patient having to charge too often. The hcp was calling from the emergency room and had no way to evaluate the system. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received,a follow-up report will be sent.